Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Empty reservoir alert and low reservoir alert functioned properly during testing. The insulin pump functioned properly. All buttons functioned properly. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button is hard to press and the insulin pump does not tell her when the reservoir is empty. Customer stated that it just tells her when the reservoir is low. Customer was using the pump and had a keypad anomaly. Customer stated that the button is really stiff and the pump had an absence of a no delivery alarm. Customer was advised to remove the infusion set from her body. Customer does not have a tubing clamp and was unable to finish troubleshooting. Customer stated that she only has low reservoir alerts in her pump history. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.